Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the device would not inflate. The physician unsuccessfully attempted to get the pump to consistently function. A revision surgery was performed in which the pump was replaced. The specific cause for the malfunction was unknown. There were no patient complications and the patient was fine following the procedure.